Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/ surgical intervention per patient. Specific number of patients that had adverse event possibly related to dermabond? Were these cases previously reported? Are there devices to be returned for analysis? Product code and lot number of dermabond used on each patient? What is the current condition of each of the patients.

Event description:
It was reported in a journal article that the patient underwent an open plastic , possibly abdominoplasty, panniculectomy, mastopexy or reduction mammoplasty, surgical procedure on unknown date between (B)(6) 2009 and (B)(6) 2010 and topical skin adhesive was used for dermal closure as the common dressing. Following the procedure, the patient possibly experienced wound infection, granuloma, hematoma, edema, seroma, localized incision pain, erythema, abnormal scarring, bleeding and/or wound dehiscence between eleven and thirty days postoperatively. The patient possibly received a blood transfusion, scar management treatment therapy, topical treatments and/or closure with slow-absorbing suture. It was possible that the patient developed an allergic reaction and cardiac/respiratory arrest. Additional information has been requested.